Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 3 months due to endocarditis. Based on the follow-up with the health-care provider, it was learned that the explant was not related to any device malfunction. Per the operative report, blood culture were positive for enterococcis faecalis. Echocardiography evaluation revealed paravalvular abscess. Cta of the heart was also consistent with paravalvular abscess. The patient was also found to have vegetations on the endocardial leads. The previously placed valve was explanted. No abscess cavity could be identified. A 21mm edwards valve was chosen. Cardiopulmonary bypass was weaned. A significant amount of bleeding was noted from the superior vena cava-azygos vein junction. The superior vena cava was further dissected and recannulated in a more cephalad direction. The venous cannula was removed and hemostasis was obtained. Cardiopulmonary bypass was weaned, decannulation was performed and protamine sulfate was administered. The patient was transported to the cardiovascular intensive care unit in stable condition.

Manufacturer narrative:
Device not returned. (B)(4) "paravalvular abscess." Unfortunately, the sample device was not returned, therefore, the source of the reported event could not be investigated. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the op report, blood culture were positive for enterococcis faecalis and the patient was also found to have vegetations on the endocardial leads. Additionally, the health-care provider noted that the explant was not related to any device malfunction. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.